Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the tip fractured when an attempt was made to forcibly pass the drill at an angle through the screw hole of the nail using a freehand technique, resulting in a retained fragment in the patient¿s body. No further information was provided.